Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 400mg/dl compared to bg meter value of 223mg/dl. The patient stated that his glucose values were drooping from 226mg/dl to 91mg/dl to 76mg/dl, so his wife took him to the emergency room (ER). At the ER the patient was given dextrose 50% to treat his low glucose event. At time of contact the patient's condition was good. No additional event or patient information is available. Data log was reviewed for evaluation on 02/23/2017. Complaint for inaccurate readings was confirmed. The root cause could not be determined, post investigation. It was reported that calibration is not performed at least every 12 hours. Labeling indicates: calibrate the dexcom cgm system at least once every 12 hours. The dexcom cgm system needs to be calibrated in order to provide accurate readings. Do not use the dexcom cgm system for diabetes treatment decisions unless you have followed the prompts from the device and calibrated every 12 hours after the initial calibration.